Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patient experienced an increase in seizures. Subsequent follow-up indicated that the patient went to the emergency room due to a later episode of increased seizure activity but was not reported to have been admitted to the hospital. No other relevant information has been received to date.